Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and one opening curved on the patch/shell bond edge. Leak test and microscopic analysis was performed which identified: one sharp opening on the patch/shell bond edge and partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening and a partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported deflation. The device was explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device was explanted. This record is for the left side.